Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots to date. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported patient was hospitalized after developing an abscess 11 days post miradry treatment. He received ampicillin and clindamycin IV and was prescribed augmentin 875 bid x 7 days, percocet 5/352 prn pain, and risaquad 1 cap qd. 27 days post treatment the clinic reported patient was doing well. The area looked clean and was healing well. He was interested in pursuing his second treatment. There were no issues noted during his first treatment.